Event description:
A patient in (B)(6) complained of lethargy and abdominal cramping throughout the dialysis session. The patient had received his antihypertensive medications however, he remained hypertensive throughout treatment with blood pressures ranging from 159/103 - 206/142. The patient remained under observation at the clinic for approximately 3 hours before being discharged to home. Later that day, the patient was evaluated in the emergency room for continued lethargy. The patient was evaluated and discharged home. The medical staff attributed the patient¿s lethargy to the fluctuating bp. There were no labs drawn during this visit. The following day, the patient returned to the emergency room and at this time the patient was jaundiced with yellow sclera. The patient was admitted to the hospital and treated for a hemolytic reaction. The patient¿s blood work revealed a hgb: 6g/dl and he was transfused with two units of rbc. The patient was discharged home from the hospital on (B)(6) and reported to be ¿feeling fine¿.

Manufacturer narrative:
A gambro polyflux 210 h dialyzer was used in the dialysis treatment. The involved lot number is unknown. The dialyzer was discarded and not available for investigation. Gambro has no information to suggest that any gambro product caused or contributed to the incident and gambro does not regard the submittal of this report as an admission of causation or liability.